Event description:
It was reported that a customer experienced issues with a sticky top button that required pressing multiple times to activate the screen and increasing difficulty in inserting cartridges, needing significant force to hear the audible click. There was no adverse impact to the customer's blood glucose level. No further troubleshooting was requested or undertaken.